Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There was no reported patient injury. No obvious device/packaging damage was seen beforehand. The device was stored and prepped according to instructions for use (IFU). Angiography confirmed a suitable femoral artery, 30¿45° insertion angle, vessel diameter =5mm, and no significant calcification, plaque, stent, or >50% stenosis. There was no evidence of a pre-existing hematoma, av fistula, or pseudoaneurysm. The physician is certified in exoseal. The procedure used a retrograde approach. The sheath¿s specifics are unknown. The device was used in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18382486 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There was no reported patient injury. No obvious device/packaging damage was seen beforehand. The device was stored and prepped according to instructions for use (IFU). Angiography confirmed a suitable femoral artery, 30¿45° insertion angle, vessel diameter =5mm, and no significant calcification, plaque, stent, or >50% stenosis. There was no evidence of a pre-existing hematoma, av fistula, or pseudoaneurysm. The physician is certified in exoseal. The procedure used a retrograde approach. The sheath¿s specifics are unknown. The device was used in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. The device is being returned.